Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Injured gums [gingival injury], brush came off in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head came off of the oral-b toothbrush in their mouth, and injured their gums. No injury was reported. 13-oct-2022 follow up via image: the suspect product lot was 97421309. No injury was reported.

Event description:
Injured gums [gingival injury] . Brush came off in mouth - oral-b [device breakage] . Case narrative: consumer via e-mail stated that the oral-b toothbrush head came off of the oral-b toothbrush in their mouth, and injured their gums. No injury was reported. 13-oct-2022 follow up via image: the suspect product lot was 97421309. No injury was reported.

Manufacturer narrative:
11-jan-2023 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.